Event description:
A malfunction alarm occurred with the pump, identified by malfunction code 12. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact support if the issue recurs. No additional information regarding the outcome was received.